Event description:
During discectomy section of surgery, tip of the device broke into the disc space. Removal was unsuccessful on-site, therefore, the pt was transferred to a local hospital where he returned to surgery to have te retained object removed. Dates of use: (B)(6) 2011.